Event description:
Avaliant stent graft system was implanted in a patient for the endovascular treatment of a severe descending thoracic aortic dissect ion. The patient has a severe descending thoracic aorta dissection which extended from the left subclavian artery down to the bilateral external iliac arteries. There was evidence of malperfusion with a complete collapse of the true lumen. The patient had abdominal, chest, and back pain; paraparesis and nausea prior to stent graft procedure. The patient became acidotic and was taken to the or and an exploratory laparatomy confirmed there was a nonviable ischemic bowel, the investigator determined that the patient would not survive. It was reported that following day, the patient expired. The investigator stated that the death was not related to the stent graft or the procedure, but related to the pre-existing dissection. The death certificate indicated that the cause of the patient's death was due to multi organ failure and acute complicated type b dissection. The patient presented emergently with abdominal pain and lactic acidosis consistent with mesenteric ischemia. The operative report stated that the patient had paraplegia, sepsis, evidence of multiple organ failure (renal and liver failure), and ischemic bowel prior to stent graft implantation.

Event description:
(B)(4)

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (death), patient;s condition affected effectiveness of device (pre-existing condition; pre-op dissection). Evaluation , conclusions: device failure/lack of effectiveness related to patient condition (pre-existing condition; pre-op dissection).